Manufacturer narrative:
(B)(4). The customer returned one dilator, 3-lumen catheter, and spring-wire guide. A visual inspection was performed on the catheter and spring-wire guide. No issues were found with the catheter. The spring-wire guide was found to have a pronounced kink 35.3cm from the proximal end and the distal weld bad detached from the j-tip. The distal end of the inner core wire showed signs of necking characteristic of operational context. A functional inspection was performed by passing an undamaged spring-wire guide of the same diameter through the distal extension line of the catheter. No issues were found. A tug test was performed on the proximal weld of the spring-wire guide and it was found to be intact. A device history record review could not be performed as no product code or lot number was provided, and potential ones could not be determined from the sales history of the customer. The customer reported issue of the spring-wire guide unraveling during use was confirmed during sample investigation. Based on the condition of the sample received and the information that was provided the probable cause of this issue was determined to be operational context.

Event description:
It was reported that in the ER during insertion in the (B)(6) male patient's right subclavia, the guide wire "chokes" on the tip of the needle causing it to unwind. As a result, a new guide wire was used to complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ER during insertion in the (B)(6) male patient's right subclavia, the guide wire "chokes" on the tip of the needle causing it to unwind. As a result, a new guide wire was used to complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.